Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that filter leakage was observed multiple times with 3 patients. 5 disposables affected. No patient injuries were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: thirty-one (31) samples were received, two (2) in used conditions without its original packaging and twenty-nine (29) unused. Leak test: the samples were tested using a syringe with colored water. Results: during the test, a leak were found between the filter and tube in the used samples. The complaint is confirmed. Root cause was determined to be lack of solvent by not following the manufacturing procedure. The lot number was manufactured with 13,500 units, lot met the requirements to release the lot with no deviations identified during their manufactured.